Manufacturer narrative:
UDI is unknown at this time due to the insufficient device information. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced discomfort at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the physician opted to explant and replace the original ipg with a new model as precautionary during the procedure.